Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-25281it was reported the patient presented with their right ventricular lead twiddled into the pocket. The right ventricular lead and pacemaker were explanted and replaced. The patient was in stable condition.